Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm 100 defibrillator indicating that the device is failing the self-test. The device was not in clinical use at the time the issue was discovered. Available details indicate that because the equipment was not within the warranty period, the customer declined further support/to repair the device. The device remains at the customer site. Because the device is out of warranty, it cannot be repaired. The cause of the reported problem is unknown and cannot be confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was advised their device was out of warranty and cannot be repaired. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H3 other text : device out of service life.